Event description:
It was reported that the patient was experiencing ineffective stimulation. X-ray showed that the leads were no longer in the ipg. In turn, surgical intervention took place wherein the system was explanted and replaced. During the procedure, the physician noticed that the proximal end of the leads were no longer attached. When attempting to put port plugs in the lead they determined that the missing portions of the leads were still inside the header. Therefore, the ipg had to be replaced as well. Effective therapy was restored.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returning for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.